Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6). Event site state: (B)(6). (B)(6) rn calls into emergency support program line to report an event that occurred the previous day, friday (B)(6) 2026. She states there was blood seen in the helium tubing of a sensation plus 8fr 50cc iab after a gas loss alarm was heard on the cardiosave. She states they discontinued therapy, and the blood did not make it to the cardiosave. The cv surgeon came and removed the iab and did not replace it with another. She states the cv surgeon filled the iab with water to determine where the iab was perforated. She states no perforation could be seen and the cv surgeon suspects a microtear in the iab membrane. She states they would like to return the iab to maquet for further evaluation. She states there is no harm to the patient due to this issue.

Event description:
(B)(6) rn calls into emergency support program line to report an event that occurred the previous day, (B)(6) 2026. She states there was blood seen in the helium tubing of a sensation plus 8fr 50cc iab after a gas loss alarm was heard on the cardiosave. She states they discontinued therapy, and the blood did not make it to the cardiosave. The cv surgeon came and removed the iab and did not replace it with another. She states the cv surgeon filled the iab with water to determine where the iab was perforated. She states no perforation could be seen and the cv surgeon suspects a microtear in the iab membrane. She states they would like to return the iab to maquet for further evaluation. She states there is no harm to the patient due to this issue.